Event description:
Received an implant card which indicated that a pt's vns generator and lead were replaced due to "malfunction." Follow up with the neurologist revealed that high lead impedance had been detected prior to surgery. The surgeon reported that he first attempted to replace only the generator, but high impedance was still detected and the lead was then replaced as well. It was also reported that the pt had experienced an increase in seizures below pre-vns baseline prior to revision surgery. It was reported that the cause of the high lead impedance had not been determined during surgery, no trauma or manipulation of the device had occurred, and that the neurologist noted the lead was intact during review of chest x-rays.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.